Manufacturer narrative:
The lens was returned for evaluation. Solution was dried on the lens. Both haptics were folded over and adhered to the optic by solution. The lens was pressed against a post in the lens case. The haptic was broken in the gusset area where it was pressed against the post. All product and batch history records were quality reviewed prior to product release. Associated products were not provided. It was unknown if qualified products were used. Broken haptic damage was observed. We are unable to verify the damage occurred in the delivery system as only the lens was returned. Follow up attempts were made. At this point, no further information available at this time. Associated products were not provided. It is unknown if qualified products were used. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The instruction for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: 2023-55671

Event description:
A non-healthcare professional reported that during a cataract extraction with intraocular lens (iol) implant procedure, they noticed lens damaged in inserter. There was patient contact and procedure was completed on same day. Additional information has been requested.